Manufacturer narrative:
We received one single dpt kit with an IV set and pressure tubing for examination. The reported event of ¿unknown material was found in the pressure monitoring kit¿ was confirmed. Two white particulates were observed within the priming solution inside of the IV tube between the 7cm and 9cm, distal from the drip chamber. One of the particulates was approximately 0.5x0.5mm in size, and the other one was <0.5mm. No flush test was performed due to the sample being returned to (B)(4). Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing/supplier factors that may have contributed to this complaint and implement any necessary corrective actions. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an unknown material was found in the pressure monitoring kit before use. Details such as size and location of the material was unknown. The pouch was opened by the customer. There were no patient complications reported.

Manufacturer narrative:
Investigation summary was provided by the supplier nipro: - two white particulates were observed in the IV tubing. The ir spectrum of the particulates showed similar absorption characteristics when comparing to polyisoprene like material. The manufacturing process was investigated, but there was no process which polyisoprene like material could contaminate the component. Per the above investigation, no potential causes were identified for the complaint condition related to manufacturing process. The material was suspected to be from a rubber plug of the saline bag. It was instructed by the IFU of the nipro IV set to insert a spike needle into the rubber plug straightly and slowly, and not to insert repeatedly on same spot, since the rubber particulate could come into IV set.